Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the mayfield composite series skull clamp (a3059) was not clamping down securely and slipped when placed on a patient who was undergoing a craniotomy tumor resection procedure. The patient was re-pinned with a different c clamp. There was no significant surgical delay and no injury was reported.

Manufacturer narrative:
The mayfield composite series skull clamp (a3059) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - investigation of the returned unit was unable to duplicate slippage. However, the unit has slight movement and the lock is a bit loose, but when the clamp is properly positioned and put under pressure, it does not move. The unit will be repaired with replacement of the disk ratchet and the retaining ring. Additionally, general maintenance and cleaning will be performed. Root cause - the complaint is not confirmed. The probable root cause of the reported complaint is improper or suboptimal placement of the skull clamp on the patient. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
N/a.